Manufacturer narrative:
D2b - pro code (product code): lit, dqy.

Event description:
It was reported that balloon rupture occurred. A 12.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was advanced for dilation. During the procedure, before the balloon reached medium pressure, it ruptured. The device was taken out and the patient was re-treated for another of the same device to complete the procedure. There were no abnormalities or patient complications reported.

Manufacturer narrative:
D2b pro code (product code): lit, dqy.

Event description:
It was reported that balloon rupture occurred. A 12.0mm x 40mm x 75cm athletis pta balloon dilatation catheter was advanced for dilation. During the procedure, before the balloon reached medium pressure, it ruptured. The device was taken out and the patient was re-treated for another of the same device to complete the procedure. There were no abnormalities or patient complications reported. It was further reported that the target lesion was 70% stenosed and was located in the mildly tortuous and mildly calcified cephalic vein. The balloon ruptured at 12 atmospheres for 30 seconds. The patient's current status is good.